Manufacturer narrative:
Image analysis two still images received for analysis. The first image depicts the distal end of a valiant captivia delivery system. The graft cover is partially retracted with the stent graft exposed and freeflo struts released. The second image depicts a valiant captivia delivery system on a surgical table. The external slider appears in the home position while the graft cover is partially retracted and the freeflo stent struts released. No deformation is evident to the device. Film analysis conclusion: the reported deployment difficulty was confirmed; however, the cause of the event could not be determined based on the limited imaging available. Lack of pre implant cts did not allow for assessment of the pre-implant anatomy and procedural angiograms showing insertion, positioning of the delivery system, the initiation of deployment, and additional imaging of the device removal were not available for review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it was reported that the device was inspected prior to use, with no issues identified, and that no back-table modifications were performed. The instructions for use (IFU) were followed during deployment and no excessive external force was applied. The delivery system was removed with no harm to the patient. It was also clarified that the length of the treated dissection was 200 mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported vamf3838c200te was intended to be implanted during the endovascular treatment of a 100mm in length aortic dissection. No severe calcification was noted. At implant the diameter of the proximal thoracic aorta was reported as 36mm with aortic arch angulation of 60 degrees. It was reported during the index procedure when vamf3838c200te captivia was being deployed, after the first segment of the stent struts were released, the deployment handle could not continue deployment and produced a clicking sound. The physician attempted to recapture the stent graft, during which the bare stent graft unexpectedly protruded and the stent graft could no longer be deployed. The entire delivery system was subsequently slowly withdrawn from the body along with the super-stiff guidewire. After the first stent graft and delivery system were removed, a second backup stent graft was implanted without any issues. No patient complications have been reported as a result of this event. Per the physician the cause is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.